Event description:
Event description guidant received information that this pacemaker could not be programmed while still in the box. A different device was implanted in the patient, and the device was returned to guidant for lab analysis.